Event description:
An issue was reported by the customer where the insulin gauge showed an amount different than expected, specifically fluctuating between +240, +80, and +160 units instead of the expected 280 units. There was no adverse impact to the customer¿s blood glucose level. After changing the insulin cartridge, the customer was able to continue her pump therapy as usual.